Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, images were reviewed by clinical representative but definite root cause could not be determined. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 12 months post implant of a bifurcated, two suprarenal aortic extension and one limb extension, pt presented with ruptured aneurysm alleged due to a tear in the graft material of a bifurcated device. Reportedly, the physician converted the pt to open repair and treated the pt with a dacron graft. It was reported that the pt tolerated the procedure well.